Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what is the current patient status? What were the indications for surgery? How were the device jaws eventually opened? On which firing did this event occur (1st, 2nd, 4th, etc.)? Were there any device performance or staple formation issues identified in the initial procedure? How was bleeding identified? How was bleeding controlled? Was the bleeding coming from the staple line? If yes, please explain how it was confirmed.

Event description:
It was reported that during a gastrectomy procedure, the device was jammed in closed position inside the patient. The jaws got opened by themselves immediately. Cartridges used: 5 gst60d lot n4m36c et 3 gst60d lot n4m15k. Another like device was used to complete the procedure. Forty-eight hours later, the patient was taken back to the or because of an important bleeding requiring a transfusion of 3l of blood.